Event description:
As reported by the user facility: the introcan became disconnected from the hub and they had to surgically remove the catheter. Additional information provided by the user facility indicated the patient suffered no additional adverse sequela associated with this event. The sample was discarded and is not available for evaluation. The lot number and item number remain unknown.

Manufacturer narrative:
The actual device involved in the incident was not available for the manufacturer to evaluate, and a lot number and item number were not provided. Without the actual sample, the lot number and item number, a thorough evaluation could not be performed. No specific conclusions can be drawn. Although a lot number or item number were not provided, twenty-five unused samples from current inventory were subjected to a pull test of the catheter to hub joint until failure using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the pull test. All available information has been provided to the actual manufacturer.